Event description:
The customer contact reported a leak at the flush device; subsequently, blood loss was noted. The monitoring kit was being used to deliver an unspecified concentration of saline. After an unspecified volume of blood at the flush device. At this time, a crack in the flush device was noted. The monitoring kit was replaced and the therapy was resumed. There were no reported adverse patient effects. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer indicated the device was discarded. This report represents all the information known by the reporter upon query by hospira personnel.